Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the clinic with red and swollen pocket. Upon examination, the pulse generator system exhibited infection. On (B)(6) 2018, the whole system was explanted. The patient was stable throughout the whole procedure.